Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were not reproduced. The messages were confirmed as door jammed alarms through review of the event history log. The door latches close, but with excessive force being required to close door caused by loose screws. The screws were replaced.